Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. Using a test battery cap, the insulin failed battery test alarm due to corroded battery tube. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a failed battery test and that nothing was showing on insulin pump. Customer declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.